Manufacturer narrative:
Mml #: (B)(4)

Event description:
It was reported that the patient was getting good relief from his lower back pain with the reactiv8 system therapy. However, the patient reported persistent pain in the pocket site of the implantable pulse generator (ipg). The patient underwent a surgical procedure to reposition the ipg to a more cranial and medial position without complication. The device remains implanted and functional. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were found. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).